Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(4).

Event description:
It was reported that by the customer that the intra-aortic balloon "did not sense". There was a f/o sensor alarm generated. The date of the event is unknown. There was no reported patient injury.

Manufacturer narrative:
Device available for evaluation changed from: yes to: no and date is omitted the device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Although the package was received by the manufacturer on 02/09/2018, upon opening the box it was noted as empty. The customer has stated they do not have the device. Complaint # (B)(4).

Event description:
It was reported that by the customer that the intra-aortic balloon "did not sense". There was a f/o sensor alarm generated. The date of the event is unknown. There was no reported patient injury.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that by the customer that the intra-aortic balloon "did not sense". There was a f/o sensor alarm generated. The date of the event is unknown. There was no reported patient injury.